Manufacturer narrative:
There was no adverse reaction or injury experienced during the donation procedure. A haemonetics field service engineer evaluated the suspected device and found that the unit meets all specifications, there were no faults observed.

Event description:
On (B)(6) 2020 haemonetics was notified of a donor fatality which had occurred within 24 hours of the donor's last plasma donation procedure, utilizing the pcs2 plasma collection system. The plasma collection procedure was completed successfully, collecting 879ml of plasma. Based on information provided to the customer, the cause of death was reported to be of natural causes, however a copy of the medical examiner's report was not available at this time.